Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that rd sensors are coming loose from the cable, customer had not seen this issue with previous non rd cables and sensors. No patient impact or consequences reported.